Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted. The device was cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 8mmol/l. Customer reported she was a dancer and she was sweating. She thinks probably the buttons got stuck due to moisture getting inside. Customer was advised to revert to back up plan. No further information reported.